Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument was found to have the housing scratch at the opposing button of one side at proximal end. Also was found to have the housing snaps broken. The scratch measures approximately 50.00 in length. The broken snaps was returned, measuring roughly 1.60 mm x 2.00 mm in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Common causes of broken instrument conductor wire - monopolar are attributed to conductor wire management issues and component susceptibility to damage through external collisions, during use, or during reprocessing which can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. Common causes of this failure modes are attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to cracking.